Event description:
It was reported that the physician programmed the atrial sensitivity to 0.6mv. Faxed copies of the electrogram with markers appear to show signs of oversensing. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without the return and subsequent analysis of the complete system, we are unable to fully evaluate the reported event.